Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead failed to capture at high output despite multiple attempts. The rv lead was not used and replaced. The patient was in stable condition.